Manufacturer narrative:
The suspected part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, neither the occurrence nor the error code e1104- backup alarm failed could be duplicated at the product investigation lab (pil) during the boot up of the central processing unit (cpu) printed circuit assembly (pca) or standard test bed (stb) operation using the cpu pca tech verified that the alarm error code e1104 once in the log. 1104,12:36.23pm,04-14-2024,postbackupaudiblefailed with the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pca passes all engineering testing, and all voltages required for the proper operation of the system are well within spec. Customer complaint has resulted in a no problem found.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" error code. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. There was neither delay in therapy nor medical intervention reported due to the event other than the ventilator swap. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the issue was not duplicated. However, it was confirmed that the record of "check vent: backup alarm failed" (diagnostic code: 1104) was logged in the event log. The se noted that the central processing unit (cpu) board needed to be replaced. The repair is pending.

Manufacturer narrative:
The service engineer (se) noted that since the "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the central processing unit (cpu) board was replaced as recurrence preventive measures.